Manufacturer narrative:
The reported device has not been received for an evaluation. Should the product be returned or new information is made available, a follow up report will be provided.

Event description:
It was reported that the unit does not pass the performance verification test. Clinical technician believes it might have an internal leak. Problem was found during testing. No patient involvement was reported.